Event description:
It was reported that the procedure was to treat a moderately calcified and moderately tortuous vessel in the internal carotid artery. The 5.0x40mm xpert pro self-expanding stent system (sess) was able to advance and was noted to be fixed and stable, however, the stent could not be deployed even after repeated attempts. There were no issues with the deployment mechanism. The stent and the delivery system were withdrawn from the anatomy, however, the stent struts were found to be flared, puncturing the sheath and getting stuck in the sheath. Another same size sess was used to complete the procedure. There was no adverse patient effect and there was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xpert pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified and moderately tortuous vessel in the internal carotid artery. The 5.0x40mm xpert pro self-expanding stent system (sess) was able to advance and was noted to be fixed and stable, however, the stent could not be deployed even after repeated attempts. There were no issues with the deployment mechanism. The stent and the delivery system were withdrawn from the anatomy, however, the stent struts were found to be flared, puncturing the sheath and getting stuck in the sheath. Another same size sess was used to complete the procedure. There was no adverse patient effect and there was no significant delay in the procedure. ***returned device analysis identified biological material noted at the shaft/inner braiding separation. Follow-up was performed; however, the account was not aware of the biological material. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure was unable to be tested due to the condition of the returned device. The reported material deformation and the reported material split, cut or torn were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified and moderately tortuous anatomy and/or other devices resulted in restricting the shaft lumens from moving freely, thus preventing the thumbwheel from rotating and resulting in the reported activation/deployment failure. Interaction/manipulation of the device resulted in the reported material split, cut or torn /noted torn, wrinkled outer member and the reported material deformation/ noted stent strut was sticking out of outer member. The noted multiple bends and kinks likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6 health effect clinical code 4582 removed; health effect impact code 2199 removed.